Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A scratched lcd window, cracked reservoir tube, broken reservoir tube lip, cracked belt clip slot and missing end cap sticker noted.

Event description:
The customer reported that the insulin pump alarms during the prime process. The insulin is squirting out during the prime process. The drive support cap is also protruded. The blood glucose reading is 137 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.